Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on provided medical record. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as it was noted in the provided medical record that patient had hyperlipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothoriod, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra valve that was implanted in a 25mm epic valve in the mitral position, approximately 1 year and 3 months post implantation, halt and higher gradients were observed. Patient was put on coumadin for the halt. The team decided to balloon the 23mm sapien 3 ultra in 25mm epic valve with a 22 true balloon to fracture the valve to improve gradients. The team was unable to fracture with a 22 true so proceeded with a 23mm true resulting in improved gradients.

Manufacturer narrative:
Investigation is underway. Remain implanted.